Event description:
The intraocular lens implant was defective. One of the haptics was too short (half the length that it should have been).====================== manufacturer response for intraocular lens implant, acrysof iq (per site reporter): they stated that they will report it to consumer affairs.